Manufacturer narrative:
Co has completed co's investigation of the MDR incident documented in co's initial report and, after testing the device, have been unable to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due to user error, or some unk anomaly. At this point co investigation of this matter is closed.

Event description:
The patient began obtaining low blood glucose readings ("around 22") on his one touch ii meter for several days prior to hospitalization (10/13). Based upon these results, he ceased taking his insulin. The patient was admitted to the hospital following a laboratory blood glucose result of 736 mg/dl obtained by his physician. Admission diagnosis was "high blod sugar" and "high blood pressure." He was treated throughout his 4 day stay with IV fluids. His normal insulin dosages were changed upon release from the hospital. The meter is reportedly cleaned and maintained according to manufacturer's recommendations and was in calibration on 10/21, reading 88 within a labeled range of 82-110.